Event description:
Patient admitted with malfunctioning ICD device and placed on continuous cardiac monitoring. At 17:49, the patient's father called for assistance. Patient had received defibrillating shock from ICD that did not terminate v-fib and a 2nd shock was delivered that converted the patient to normal rhythm. Patient's cardiac monitor had not alarmed during this timeframe. Upon review of cardiac rhythm strips, it was noted that the patient experienced a run of ventricular fibrillation and the central monitor did not alarm nor capture this as an event. Based on review of patient data from several minutes surrounding the event, no alarms were noted. The screen did not turn a different color nor elicit an audible alert. The screen did show the word "artifact."